Event description:
It was reported that a patient experienced a connection issue between the drain line and a drain bag. This occurred during prime of peritoneal dialysis therapy. The technical service representative reviewed proper procedures with the caregiver and advised the caregiver to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.